Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. As a result the customer went to the emergency room "about 3 months ago" with a blood glucose (bg) level of over 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a few hours later on the same day with the issue resolved and no permanent damage. Initially, the customer managed occlusions by checking infusion site and tubing, performing a fill tubing, and then resuming insulin. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.